Event description:
The customer states that during set up of a surgical case in one of our operating rooms a pack of ref 7318 was opened and found to have debris. The room had to be broken back down and reset up causing a delay in the case.

Manufacturer narrative:
The returned product was visually inspected confirming that the package did contain debris. During the handling of the returned sample the lab tech lost the debris particle, therefore it could not be analyzed. Without the lab results of the debris no root cause can be accurately determined. The visual inspection the debris appears to be a burnt element. Element debris can build up on the roller and break off onto the sponge. Testing of the debris could not be completed due to the sample being lost during the attempted testing. Rollers on machines are cleaned weekly. After review of maintenance records it has been confirmed that maintenance has been completed as scheduled. A formal corrective and preventative action (CAPA) was opened because of linting/short fibers to address this issue. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.